Event description:
Unconfirmed report of leaflet escape approximately twelve months post implant. It was reported that an aortic valve was explanted and another ats aortic valve was implanted. Physician reports no injury. The valve is not being returned for investigation. Additional information and echocardiographic video has been requested, but not received. No model or serial number was provided.

Manufacturer narrative:
No model or serial number of the valve was provided. The valve is not expected to be returned, therefore, no device evaluation was possible.